Event description:
It was reported that the health care professional (hcp) suspected there was potential right ventricular (rv) loss of capture. At the last follow up appointment rv thresholds measured 2v/1 ms with output left at 3v. Ts agreed that this was not sufficient, and a field representative should be contacted. At this time, the lead remains in service. No adverse patient effects were reported.